Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: problem code 3009 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the needle was difficult to position and the procedure was done under general anesthesia. According to the complainant, upon viewing the magnetic resonance imaging (MRI), the physician noticed possible gel in the outer layer of the rectal wall. As of august 06, 2020, additional information was received stating that the spaceoar was almost entirely in the rectal wall. The patient has a large posterior benign lesion behind the rectum. Reportedly the benign lesion caused narrowing of the rectal canal, complicating the procedure. There were no additional patient complications as a result of this event. The patient condition after the procedure was reported to be asymptomatic.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the needle was difficult to position and the procedure was done under general anesthesia. According to the complainant, upon viewing the magnetic resonance imaging (MRI), the physician noticed possible gel in the outer layer of the rectal wall. There were no patient complications reported as a result of this event.